Manufacturer narrative:
Upon follow-up, it was reported that the patient was discharged from the hospital and has recovered from the peritonitis event. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's age was reported as "elderly". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with amikacin and vancomycin (intraperitoneal, doses and frequencies were not reported) for the event. On an unreported date the month after event onset, treatment with amikacin was stopped and the patient began treatment with ceftazidime (intraperitoneal, dose and frequency were not reported). Treatment with vancomycin and ceftazidime were ongoing. At the time of this report, the patient remained hospitalized and patient outcome was unknown. Pd therapy was ongoing. No additional information is available.